Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited low out-of-range pacing impedance measurements. Attempts to obtain additional information were unsuccessful. The lead was surgically abandoned and replaced. This pacemaker remains implanted and in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.